Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the large clip applier was not closing and had recognition issue. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was found to have grip input disk broken. Input disk 6 and 7 was found broken. Common causes of the failure mode broken instrument input disks are typically attributed to the user, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause t input disk to break and separate from the instrument. That cause the instrument to not be recognizing in the system.

Event description:
Refer to h11 for follow-up information.